Manufacturer narrative:
Based on the information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hypergranulation requiring chemical cauterization is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device met specifications before and after patient placement.

Event description:
On 03-nov-2021, a device evaluation was completed by kci quality engineering. On 22-jul-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 02-nov-2021, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hypergranulation requiring chemical cauterization is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The nurse could not determine what caused the hypergranulation tissue stating, "sometimes wounds have hypergranulation tissue." The nurse confirmed the patient's wound has improved with the use of the activ.a.c.¿ ion progress¿ remote therapy monitoring system with no occurrence of wound deterioration. An evaluation of the device is pending completion. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 20-sep-2021, the following information was provided to kci by the patient's family member regarding last data transmission on 17-sep-2021: the wound care center applied silver nitrate to the patient's wound. On 22-sep-2021, the following information was provided to kci by the nurse: silver nitrate was applied to treat hypergranulation to the patient's wound. On 12-oct-2021, the following information was provided to kci by the nurse: the patient has not been on the activ.a.c.¿ ion progress¿ remote therapy monitoring system for approximately two weeks due to improvement in the patient's wound. The patient's wound requires weekly debridement and is not sure what caused the hypergranulation tissue. The patient's wound has improved with the activ.a.c.¿ ion progress¿ remote therapy monitoring system with no wound deterioration and stated sometimes wounds have hypergranulation tissue. On 13-oct-2021, the following information was provided to kci by the nurse: it is unknown if the hypergranulation tissue was an ongoing issue as multiple nurses visit the patient. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.